Manufacturer narrative:
The device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and a competitors right ventricular (rv) lead received approximately 30 inappropriate shocks. The physician observed noise on the right ventricle egms and the pacing impedance measurements were high, out-of-range, at greater than 2500 ohms. The device was programmed with tachy therapy off, with the pacing configuration set to lv only. The sensing of the left ventricular (lv) lead was programmed off because of there was pacing inhibition due to oversensing of atrial events, and the patient is pacemaker dependent. The patient was sent to another facility and five days later this device was explanted and replaced. The non-boston scientific rv lead was surgically abandoned and replaced. No changes were made to the competitors atrial and left ventricular leads. No additional adverse patient effects were reported.